Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient adverse event of (B)(6) peritonitis requiring hospitalization. However, there is no documentation to show a causal relationship between pd therapy on the liberty select cycler with cycler set and the adverse event. Additionally, there are no reports of a device malfunction or cassette leak reported for this event. The pdrn stated the patient was not following aseptic technique by not masking and using proper hand washing causing contamination during treatment set-up and disconnect. This is evidenced by the pd effluent culture result of (B)(6) peritonitis. (B)(6) is a common cause of peritonitis and is a normal bacteria of the human body frequently found in the upper respiratory tract and on the skin. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s (B)(6) peritonitis with hospitalization. The diagnosis of flu and pneumonia are unrelated to pd therapy or use of the liberty select cycler or cycler set. Pneumonia is often a serious complication of the flu and is especially dangerous in immunocompromised and elderly patients such as those with end stage renal disease. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and reported getting unknown alarms while in the hospital with peritonitis. The patient continued to get the unknown alarms and treatment was cancelled. The patient requested a replacement cycler. Technical support advised the patient to discontinue use of the cycler and to follow up with their peritoneal dialysis registered nurse (pdrn). A replacement cycler was issued to the patient. Upon follow up, the patient¿s pdrn stated that on or around (B)(6) 2019, the patient presented to the emergency room (ER) and was diagnosed with the flu. The next day, the patient was experiencing shortness of breath and returned to the ER. After a chest x-ray the patient was diagnosed with pneumonia, initiated on antibiotics (type, dose, route, frequency and duration unknown) and sent home. On (B)(6) 2019, the patient was having shortness of breath in addition to cloudy effluent. The patient was advised by the pdrn to go back to the ER. The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s pd effluent culture was (B)(6) for (B)(6). The patient was prescribed/treated with on intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). Additional hospital course is unknown. The patient was discharged on (B)(6) 2019 and the peritonitis has since resolved. The pdrn reported that the cause of the patient¿s (B)(6) peritonitis was touch contamination due to a failure in following proper aseptic technique. The patient was working at the time and was not masking or using proper hand washing prior to connecting and disconnecting for treatment due to her schedule. The patient has since retired and was retaught the importance of proper aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.